Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm.

Event description:
A report was received that the trial patient had soreness at the ipg site. It was noted that one of the leads came out but it was just a needle poke that was used during the trial. There was no skin breakage noted. The patient accidentally pulled his own lead. The patient was doing well.